Event description:
The report received from the affiliate states that prior to insertion of the device into the patient it was noticed that the hub was cracked. The vessel characteristics are unknown. There were no anomalies noted when the product was taken from its packaging. While attempting to prep the device the physician noticed a crack hub when placing the locking syringe to apply negative pressure. The product was not used in the patient. There was no reported injury to the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.